Event description:
It was reported that the pt had loudness variations with her perception of sound whenever she opened or closed her mouth. The position of the reference electrode was checked via surgery in 2007, and it was re-positioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.